Manufacturer narrative:
Device was received with blank display due to moisture damaged electronic assembly. Device was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was broken and it had full white screen and would beep. Customer reported that insulin pump got wet and back of the insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.